Manufacturer narrative:
The last calibration performed on (B)(6)2023 was ok and there were no alarms. Quality controls were within range. There was no indication of a reagent performance issue. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas e 411 analyzer (rack system). The initial result was <0.500 miu/ml with a data flag. The sample was repeated as the patient complained. The repeat result was 326.3 miu/ml. The repeat result was believed to be correct.

Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The field service engineer (fse) completed instrument performance testing with acceptable results. A cause for the issue was not identified. The investigation is ongoing.